Event description:
It was reported that a patient was experiencing shocking or jolting sensations and had her spinal cord stimulator (scs) removed. It was reported to be shocking the patient anytime she was around appliances with a power surge, for example, when the lights would come on or around power lines. Patient also experienced shocking that would make her "jump out of her chair" any time the doctor changed her settings. Patient experienced relief, but not enough to tolerate the shocking. Patient's scs was replaced with a pump and the issues are resolved.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 3587a, lot# la1830, implanted: (B)(6) 2002. Product type: lead: product ID 3487a, lot# j0104259v, implanted: (B)(6) 2001. Product type: lead. (B)(4).